Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. A visual examination and functional testing were performed on this sample; the set was leak tested under water at 0.56 bar of pressure for leakage and blockage, no issue was observed. The cause of this reported condition remains unidentified and was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4), from a pharmacist, an issue that occurred with a baxter standard y set that showed a leakage during a blood transfusion. Reportedly, after spiking the blood pouch and connecting the set with the patient, the nurse wanted to adjust the roller in order to regulate the flow. At that moment the nurse observed blood all along the inlet and blood leakage was observed just below the filter. The nurse was in contact with blood and an unknown quantity of blood to transfuse was lost. There was no patient injury or medical intervention reported. No additional information is available. There is no other information available. A patient is involved. There is no clinical consequences reported. Companion sample is available for analysis.